Event description:
Crm received info that this right atrial lead was not capturing. It was suspected that this lead had dislodged. As a result, the lead was successfully repositioned and remains implanted.